Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited no disposable alarms. No adverse patient effects were reported. Per reporter no additional information is available.